Event description:
Pt. Admitted on 6/24/97 for organic delusional disorder. Physician ordered restraint vest for safety on 6/24/97 and reordered every 24 hrs through 6/29/97. On 6/30/97 at 7:02am pt. Found face down between siderails, with arms at approximately 120 angle overhead. Vest restraint intact; removed and CPR initiated. CPR unsuccessful. Post CPR review of event revealted that vest restraint had been applied appropriately.